Event description:
The customer reported the ceramic tip of the bronchovideoscope was burnt. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of distal end cover being burnt. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user did not ensure sufficient distance between distal end of argon plasma coagulation (apc) probe and the one at the endoscope when using apc probe. As a result, the distal end cover was burnt. User may detect the suggested event by following instructions for use (IFU) below: operation manual_ "preparation and inspection"_ "inspection of the endoscope" "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". -user may prevent the suggested event by following IFU below: operation manual_ "using endotherapy accessories_ argon plasma coagulation (apc)" warning: "make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image". Olympus will continue to monitor field performance for this device.